Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the anesthesiologist inserted an epidural catheter, there were no complications. However, when testing the catheter, it appeared to be obstructed. When the catheter was removed, it was noted that it was defective, did not have any perforations. The event occurred in the maternity ward/obstetric center and the immediate action was to replace the product. There was patient involvement, and no patient harm as result of this event.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.